Event description:
It was reported that the needle deployed the cannula late. The pod was worn for less than 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. Timeouts were observed in the download data in addition to a drive stall which led to the generation of an 0x40. However, the drive stall did not occur during the priming sequence, therefore it could not have resulted in a needle mechanism failure. The ratchet gear was found to be damaged, however, the damage did not align with the point the drive stall occurred. Therefor it could not conclusively be concluded if the found damage contributed towards the observed drive stall or 0x40 hazard alarm. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined